Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lots revealed no other incidents. The investigation determined the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada 018 balloon dilatation catheter became stuck on the 018 steel core guide wire during advancement to the uncalcified, non-tortous popliteal artery. The armada 018 was unable to be removed from the guide wire, so both were removed from the anatomy as a unit. Outside the anatomy, the devices were removed from each other. The same guide wire was used with a new armada 018 to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided